Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak at the split in the barrel. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the o ring was crooked inside and it wouldn't go up and down right so it wouldn't fill. The reservoir will not be returned for analysis.